Event description:
Suction malfunction. Blood volume could not be measured. Machine had been switched from previous case. Machine was working and zeroed out at beginning of case. Nurses tried to trouble shoot machine. Anesthesia was unable to measure blood in a critical procedure. Manager notified. Neptune rep. Notified. Replaced with a new machine. It appeared that nurses did not know what some of the codes meant on the machine.